Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another ultra 2 meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when lfs made a follow up call to the patient. The patient stated that the alleged inaccuracy began sometime in (B)(6) 2016. The patient reportedly obtained an alleged inaccurate high blood glucose result of "180 -190 mg/dl" on the subject meter, compared to 120 mg/dl on the other meter, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster) and stated that he increased his insulin by an unspecified amount as a result of the alleged product issue. The patient reported that as a result he developed symptoms of "weak, shaking and falling asleep." The patient stated that he self-treated with glucose tablets/gel. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strips were stored correctly and not expired, the test strip vial was neither cracked nor broken. The patient carried out the correct testing steps and the sample was taken from an approved sample site. The patient did not have control solution to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate readings on the subject meter, altered his medications based on the alleged results, and reportedly experienced symptoms suggestive of severe hypoglycemia .